Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.

Event description:
Breg rec'd legal notice of 2 field lawsuits with use of polar care 500, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notifications was service of lawsuits on (B)(6) 2010 and (B)(6) 2010.